Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. On (B)(6) 2024, the patient experienced a skin reaction with skin irritation. It was reported by the patient¿s healthcare provider (hcp) that the patient was seen in the emergency room (ER) due to skin irritation as a result of their sensor site. There was no information about treatment provided at the ER and the patient declined to provide further event details.